Event description:
The manufacturer received information regarding a dreamstation device. The user reported there is water in the hose. The patient alleges asthma type symptoms. The patient was admitted to the hospital for a heart attack. There was no device malfunction reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.